Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that during a ureteroscopy procedure, a sensor wire was used. When the physician was lasering for a long time and hit the wire. A piece of the wire broke off in the patient when placing the stent. The broken piece was retrieved from the patient with a basket. The procedure was completed with alternate device used. No patient complications were reported.

Event description:
It was reported that during a ureteroscopy procedure, a sensor wire was used. When the physician was lasering for a long time and hit the wire. A piece of the wire broke off in the patient when placing the stent. The broken piece was retrieved from the patient with a basket. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4:detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6:imdrf device code a0401 captures the reportable event of core wire break.imdrf impact code f23 captures the reportable event of unexpected medical intervention.imdrf impact code f2301 captures the reportable event of additional device required.updated field block b5: describe event or problem.block h11:the returned sensor wire was analyzed, and during the inspection, it was found that the urethane tip was detached, there is evidence that the wire was melted. Additionally, it was reported that a laser got in contact with the sensor wire causing the detachment. A labeling review was performed, and it was confirmed that the instructions for use (IFU) mentioned all the correct steps as well as warnings and cautions to take into consideration during the procedure. The IFU states: use extreme caution when using a laser, making sure to avoid contact with the guidewire. Direct contact may cause damage to the wire and/or sever the wire. Also, the IFU states: failure to abide by the following warnings might result in damage to the channel or duct, abrasion of the hydrophilic coating, release of plastic fragments from the guidewire, damage to or breakage/separation of the guidewire, that may necessitate intervention. A risk review was completed and confirmed that the event of core wire break (guidewire cracks, breaks, unravels, peels, etc.) And the event of device interaction with another device (guidewire integrity compromised during the procedure, resulting in guidewire replacement and/or fragment(s) retrieval within the scope of the current procedure) were defined in the risk documentation. These events have been accounted for during product risk analysis to support acceptable risk benefit for the product. Regarding the reported event of device, device interaction with another device, this device was not used per the instructions for use (IFU). Based on the investigation results, complaint was assigned with an investigation conclusion code of failure to follow instructions since problems traced to the user not following the manufacturer's instructions.